Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the pulse wire in the distribution node (dn) to front therapy electrode cable was damaged. The root cause of the damaged wire could not be positively identified, but was likely rough handling during pt use. No adverse event resulted from the damaged pulse wire. The pt received a replacement electrode belt.

Event description:
The wife of an (B)(6) old, male, pt, called zoll customer support to report that the pt was receiving check belt messages. The pt was issued a replacement electrode belt.